Event description:
Information was received from a consumer, a healthcare provider, and a company representative regarding a patient receiving bupivacaine (30 mg/ml at 1.5 mg/day) and fentanyl (60 mcg/ml at 3 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2025, the patient reported that they had fluid and increased pain around the pump. The patient had a refill on the (B)(6) of this month and the healthcare provider took 11 vials of fluid out, and it felt wonderful the very next day, but the fluid was back. The patient confirmed that they had not had any falls or trauma that could have impacted how the pump was sitting in their body. The only change was that it was getting more sensitive and hurting, but it was very gradual. The pump was implanted in the upper buttock area and the healthcare provider commented that the patient did not have a lot of "fluff" (body mass) in that area. The patient used pillows around themselves to find a comfortable position and kept their legs elevated. The patient stated that they could not see the implant site themselves but they had a neighbor look and the neighbor confirmed the area looked swollen and ballooned/sticking out. The patient stated that they had an appointment with the healthcare provider next week on (B)(6). The patient stated that they spoke to the woman who orders the medications, and they asked if the patient had a fever and they told them no. The patient was then instructed by them to monitor for fever and to continue to communicate with the healthcare provider on how they were feeling. Additional information was received on july 15th from a healthcare provider who reported that the patient was referred to a neurosurgeon. Additional information was received on september 29th from the patient and a healthcare provider via a company representative who reported that the patient stated that the fluid in their pump pocket began collecting in (B)(6) 2025. Their managing doctor aspirated the fluid with a needle and thought it was serous fluid. The patient continued to see fluid buildup in the pocket throughout the summer, and they were referred for a pump pocket revision. The patient stated that they were getting little effect from the infusion but did not have any withdrawal signs. The were no environmental, external, or patient factors that may have led or co ntributed to the issue. No troubleshooting was done. Today, the patient was taken to surgery for the pocket revision. The pocket was opened, and it was immediately visible that the collet was disconnected, and drug fluid filled the pocket. The pump segment of the catheter was replaced. Csf (cerebrospinal fluid) was visible from the spinal segment, so the new catheter segment was connected to the existing spinal segment. The revised catheter was flowing and aspirated. The issue was noted to be resolved at the time of the report, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) 2025, ubd: 05-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.